Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image ¿ disappears during angulation and image and color tone is abnormal (image is magenta or green only). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device (ccd) unit in endoscope connector, color tone of the image is not proper; electrical contact of video connector is shaved, therefore a noise image occurs. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope presented a poor quality image. The issue occurred during set up / inspection prior to use. There were no reports of patient involvement.